Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr, ous 16 x 2.5 mm stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. There was evidence of hardened medium inside the balloon. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage to the tip. A visual and tactile examination found multiple kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 16x2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilatation resulting to 75% residual stenosis, a 2.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent detachment.